Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 400 mg/dl. The customer did not experienced any other symptoms. The customer was not treated for high blood glucose. Customer also stated that sensor had change sensor alarm. Customer was advised to turn off or on sensor but issue was not resolved. The insulin pump will not be returned for analysis.